Event description:
The rptr states doing meter to hcp meter comparison tests. Rptr's meter reading at dr's office, on the hcp meter (accuchec) was 61 mg/dl. Rptr felt 'anxious and queasy'. At home, within 15-20 mins, rptr had a reading of 100 mg/dl. The rptr did not have any control solution, and rptr's test strips had a green confirmation dot. On followup, a control solution test using old strips was 132 (93-139), and on new strips, 135 (98-147). No harm was alleged.